Event description:
It was reported that during a rotational atherectomy procedure, the wire fractured during platforming of a 1.5 burr. The fractured portion of the wire was trapped within the burr. No pt injury or complications were reported.